Manufacturer narrative:
Conclusion code: other - outdated compatibility lists: recalling firm has decided to discontinue dissemination of compatible medical device reference lists and instrument assessment activities.

Event description:
The affiliate alleged the customer reported that two cystoscopes were punctured at the distal port of the sheath, which resulted in failing the leak test. The instruments were not used on patients. Therefore, there were no adverse patient consequences.